Manufacturer narrative:
Analysis of the tined lead found that the outer insulation was separated at the butt joint with the #0 connector at the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider, via the manufacturer representative, reported that damage to the tined lead was noticed during the procedure. After connecting the lead to the percutaneous extension using the four setscrews, the doctor tried to determine if the lead was really fixed. Upon pulling the lead "a little bit," they could see that the insulation was not correctly attached to the lead anymore and the internal wires could be seen. The lead was explanted and replaced, and the issue was resolved. A follow up report will be sent if additional information is received.